Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula the severely tortuous and non-calcified radial vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula the severely tortuous and non-calcified radial vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: mustang 6.0 x 40, 75cm, batch# 28842005, 24atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 24 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 24 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip section of the device. A visual examination found the distal markerband of the device to have crush damage. This type of damage is consistent with excessive force being applied to the device. The proximal markerband was undamaged in the correct position on the device. A visual and tactile examination found the shaft to have crush damage at more than one location within the balloon of the device. This type of damage is consistent with excessive force being applied to the device. This concludes the product analysis.